Manufacturer narrative:
Work order search: no similar complaints were reported for units within the same lot. (B)(4).

Event description:
The patient reported the surgeon implanted a 12.1mm micl12.1 implantable collamer lens, -12.0 diopter, in her left eye (os). The patient reported had lost vision due to development of a cataract. The lens was implanted on (B)(6) 2012. The facility confirmed the patient report of a cataract in the left eye and will monitor the patient for any changes. The lens remains implanted.

Manufacturer narrative:
Additional information received - the facility reported low icl vaulting was observed, as well as beginning of anterior subcapsular cataract (asc). Ucva was 20/25-. (B)(4).